Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, insertion was performed from the right femoral artery using a 14 fr introducer sheath. A pre-dilation was performed using a 20mm z-med ii balloon. The valve was inserted and it was confirmed that the hat marker was located at the greater curvature of the descending aorta. When switching to right anterior oblique (rao) view for the ascending aorta, the hat marker was at the center front and deployment began. The position on the non-coronary cusp (ncc) side was 3 mm. At this point, a complete atrioventricular block (cavb) occurred. There were no problems observed with echocardiogram evaluation, so the valve was finally released. After the final release, the block did not improve and the patient was returned to the critical care unit (ccu). No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products:  product ID d-evolutfx-2329 (lot: 0012146912); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.